Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a death in the intensive care unit post-transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
B5 narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The death was not considered device related and the device operated as expected, but the cause of death was not provided.